Manufacturer narrative:
Continuation of d10: product ID: 9735670 (serial: (B)(6)). Section d references the main component of the system. Other medical products in use during the event include: product ID: 9735764. H3: no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that during setup prior to a case, the system was found to be plugged into wall power with "no video detected" displayed on the main cart monitor. There was no patient involvement. Troubleshooting was performed. Technical services (ts) had the manufacturer representative (rep) power off system by holding down power button. Ts had rep disconnect power cable from wall and wait ~30 seconds before plugging system back into wall power and powering system on. System was able to boot to login screen.